Event description:
It was reported that ¿last (B)(6)¿ the patient had a total knee replacement and since then her bladder had been more active. The patient had no way to adjust her stimulation because she misplaced her programmer during her move "about three months ago." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v909187, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3093-33, lot# v941267, implanted: (B)(6) 2012, product type: lead (B)(4).